Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received unspecified lower abbott diabetes care (adc) device scan result compared an unspecified blood glucose reading obtained on a competitor brand meter device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer initially self-treated with chocolate muffins, coffee and orange juice, and eventually experienced vomiting. The customer was brought in a hospital where an unspecified blood glucose reading was obtained on a healthcare professional (hcp) meter after 1 hour; additionally, blood tests and echocardiogram procedures were performed. The customer received insulin (dose/type unspecified) administered by the hcp for treatment of hyperglycemia diagnosis. It was reported that the customer also received their "normal medications (unspecified)" with cefuroxime axetil 500 mg for further treatment. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section(s) updated as follows: a2 - age units (patient): updated to "years" b1 - adverse event/product problem: added "adverse event" b2 - outcomes attributed to ae: updated to "required intervention" b3 - date of event: updated to "14 jan 2026" b5 - describe event or problem: updated narrative to include details of the medical event b6 - relevant test/laboratory data: added "hba1c: 8.2%" b7 - other relevant history: added "type ii diabetes, hyperthyroidism" d2a - common device name: corrected device name from "continuos" to "continuous" d4 - expiration date: added expiration date of "30 apr 2026" e1 - region state: updated to "il" e1 - zip code extension: updated to "4027" e1 - phone number: added "+1(309)351-4222" e3 - occupation: updated to "non-healthcare professional" e4 - initial report sent to FDA: updated to "no" g3 - date received by MFR.: updated to "04 feb 2026" h1 - type of reportable event: updated to "serious injury" h2 - if follow-up, what type?: cpdated to "correction" h6 - health effect - clinical code: updated codes to "e1205 hyperglycemia" and "e1032 vomiting" h6 - health effect - impact code: updated code to "f12 serious injury/illness/impairment"

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to (B)(4). Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under (B)(4). This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.